Event description:
During the leadless pacemaker (lp) implant procedure, the right ventricular (rv) lp was fixated in the septum and the patient began to experience tamponade. The lp had a negative current of injury and under fluoroscopy, the helix of the lp was found to be stretched. An ultrasound was performed and perforation and effusion were confirmed. A pericardiocentesis was performed. The lp was explanted and pacemaker system was successfully implanted to resolve the even. The patient was in stable condition.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.